Event description:
It was reported by the patient that they felt a "burning" sensation in their chest at the implantable cardioverter defibrillator (ICD) site. They also noted that they thought they had an issue with one of their leads. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddbb1d1 ICD implanted (b(6) 2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they felt a "burning" sensation in their chest at the implantable cardioverter defibrillator (ICD) site. They also noted that they thought they had an issue with one of their leads. The ICD and lead remain in use. No further patient complications have been reported as a result of this event. It was further reported that the patient had remote transmissions that noted the device measurements were within normal limits. It was noted that the patient symptoms were not related to a performance issue or presence of the device system.